Event description:
Pt had bilateral augmentation mammoplasty approx 4 yrs ago. She developed bilateral grade IV capsular contractures. Recently the right saline filled implant ruptured. She was also experincing discomfort from the capsular contracture on the implants removed. At that time she elected to have new implants to replace the original ones.